Event description:
It was reported that the pt was implanted following meningitis and there was more than expected degree of ossification during surgery. Seven electrode channels are supposed to be in the cochlea, but there is no consistent responses to stimulations. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.